Manufacturer narrative:
Describe event or problem updated and corrected. (B)(4).

Event description:
It was further reported that the target lesion was located in an artery in the lower extremity. The 5.0 x 40, 135cm mustang balloon catheter encountered advancement and removal difficulty and not balloon rupture as previously reported. The device was successfully removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0x40,135cm mustang balloon catheter was selected however the balloon ruptured.